Event description:
Additional information reported the ¿first time got super infected¿. The patient noted that ¿6-8 months after she got infected¿.

Event description:
This event was also reported under manufacturer report #3007566237-2014-01190: [-###-the patient went in to have their stitches taken out (B)(6) 2012 and a drain was put in. The fluid coming from the drain was ¿awful looking¿ and ¿grayish¿ in color. The hcp stated that pump probably was not going to work and they would have to figure something else out. The patient was given antibiotics. The pump was ¿maybe¿ infected, but the hcp was trying everything before having to take it out. It was later reported that ¿removed approximately 3 months after implant due to infection¿. It was also reported that there was ¿no old pump present at the time of current implant.¿-###-] any additional information received will be reported under this manufacturer report number it was reported the patient¿s pump got infected. It was also reported that the pump was flipping around in her side. The patient thought the pump was implanted low and that it interfered with her pants. The patient had to get another pump. Addition information has been requested that was not available at the time of the report. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type: catheter. (B)(4).